Event description:
The customer used the electrodes with a zoll defibrillator, and some did not defibrillate nor monitor. Further information on the defibrillator model number has not been available to date. The customer stated that there was no pt injury or medical intervention.